Manufacturer narrative:
Correction: product event summary #the full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood (not obstructed) on the distal and proximal conductors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead would not track through the patient's tortuous anatomy to reach the desired implant position. It was also reported that the lv lead had no capture at maximum amplitude. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.